Manufacturer narrative:
(B)(4). Date of initial report: 01/19/2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a total gastrectomy, the ligasure jaws did not open after cutting tissue. Another device was used to complete the procedure. No injury to the patient occurred and no medical intervention required.

Manufacturer narrative:
(B)(4). Date of follow-up report: 03/11/2016. One used lf4318 was received, and evaluation of the returned sample could not confirm the reported complaint. Visual inspection of the used device found no defects. Mechanical testing confirmed that the jaws opened and closed normally using the handle. The knife also extended and retracted smoothly when the trigger was activated. The investigation found the device to function normally and within specifications. A review of the device history records for this lot found no irregularities, and no trend is associated with this issue.